Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported guide wire separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A balance middleweight guide wire was advanced to the lesion. The guide wire was being torqued when the tip separated. There was no attempt made to remove the wire tip and there was no additional treatment performed. There was no clinically significant delay in the procedure. No additional information was provided.